Event description:
It was reported the pt¿s stimulation suddenly turns off by itself. She stated when this happens she attempts to establish communication between her ipg and programmer but her programmer shows the message ¿no ipg telemetry¿. She stated she does not have any issues charging her ipg. She also reported she had lost weight and feels like her ipg is tilted. No further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.